Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer' blood glucose level was 146 mg/dl at the time of the incident. Customer stated that she keeps the pump next to her bra. Customer checked her blood sugar and went through the bolus wizard but it did not allow it to deliver. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
No button error alarm noted. The insulin pump had an unresponsive up arrow and esc buttons due to flattened dome switch. The insulin pump was unable to perform displacement test due to unresponsive buttons. The insulin pump had a cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.